Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7091056.

Event description:
It was reported that following a trial implant procedure, the patient was experiencing pain that went down the entire leg to the foot. The trial procedure was aborted. No further information has been obtained despite good faith efforts.